Event description:
It was reported that following a permanent implant procedure, the patient developed a rash on the wrist and was itching on scalp and torso. The patient underwent an allergy test and resulted positive on epoxy. The patient was prescribed prednisone and another prescription strength antihistamine along with zrytec. The patient was doing well after taking the medications. Additional information was received that the patient underwent an allergy test for the second time. The physician confirmed that the patient had a mild allergy from stainless steel and silicone. The patient was treated with xolair injection and was doing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a permanent implant procedure, the patient developed a rash on the wrist and was itching on scalp and torso. The patient underwent an allergy test and resulted positive on epoxy. The patient was prescribed prednisone and another prescription strength antihistamine along with zrytec. The patient was doing well after taking the medications.